Event description:
It was reported that a vns patient does no longer feel the stimulation following a fall. It was reported that the physician does not believe the fall is related to vns and the battery status is ok. It was reported that patient has an increase of seizures with unknown rate level compared to the pre-vns. Baseline. Review of manufacturing records confirmed all tests passed for both the generator and the lead prior to distribution. Additional information was received that a revision surgery is planned for (B)(6) 2016. Attempts to obtain further information from the physician have been unsuccessful to date.

Event description:
An implant card was received by the manufacturer on 04/04/2016 notifying that the vns patient underwent full vns system revision due to lead discontinuity. Clarification was received that on 12/23/2015 when the patient was seen in clinic the reported for non-perception of stimulation following a fall, impedance check performed gave impedance value was greater than 10000ohms. The generator was then switched off and the patient referred for revision. It was clarified that the generator was replaced prophylactically. It was reported that the lead has been cut in small pieces during explant procedure and discarded.